Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was being replaced due to a normal elective replacement indicator (eri). The rep noticed that impedances on contact 0 were > 10,000 ohms. All other reference electrodes were in the 464-548 ohm range. Contacts 4, 5, 6, and 7 were used for programming with 450 pw, 60 hz. The therapy coverage was great. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient's high impedances went away after her new battery was implanted. The rep said that they didn't have the range high enough when they checked impedances before the battery exchange. The patient is doing well and getting coverage. The removed product was disposed of. No further complications were reported.